Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device communicated properly with the test bg meter. The test value of 122 mg/dl was set by the meter and received by the pump. No pump/meter communication anomaly noted. Device also communicated properly with the glucose sensor simulator and the minilink transmitter. No pump/sensor transmitter communication anomaly or calibration anomaly noted. Device had cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor reported via phone call that customer were hospitalized in the intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at around 7 am. With blood glucose of 420 mg/dl. The customer's other blood glucose was 392 mg/dl, 79 mg/dl. The customer was treated by fluid and insulin in the hospital. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.